Event description:
It was reported that the patient was hospitalized with severe back pain that radiated down both legs. An x-ray revealed 'moderate constipation,' however, it was unclear whether this was related to the event. The next day, it was reported that a study was done on the catheter and that there was not a 'complete viewing of how patent the catheter was on the spinal segment.' Four days later, it was reported that the patient had been admitted, through the emergency room, for severe back pain due to a catheter occlusion. On (B)(6), the patient's catheter was replaced as well as his pump, since it was close to battery depletion. Eleven days later, it was reported that the issue was resolved and the patient recovered without sequela. The drugs used in this system were morphine and bupivacaine.

Manufacturer narrative:
Device registry confirmed device implant and explant dates for the patient's pump. Concomitant medical products: catheter: model: 8703w, lot #: l35399, implanted: (B)(6) 1995, explanted: (B)(6) 2012. Analysis of the pump revealed no anomalies. The pump passed all non-destructive lab testing and no anomalies were seen in the logs. Analysis of the catheter revealed that catheter was returned in two segments (the pump connector and proximal). The distal segment was not returned. The catheter passed all testing and no occlusion was seen in the lab.

Event description:
Additional information received reported investigation revealed there was no flow from 'a side-port tap and isotope injected into the reservoir only made it to the lumbar spine, but never made it to the intrathecal space of lumbar, thoracic, cervical or cranial space.' It was reported 'this indicated a malfunction' it was reported during the replacement surgery; the spinal segment was cut and 'got no csf (cerebrospinal fluid). Put a pursestring of 2-0 silk around that catheter and gently backed the spinal segment out and never say any csf.'

Manufacturer narrative:
Catheter model: 8703w, lot #: l35399, implanted: 1995-(B)(6), explanted: unknown, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)